Manufacturer narrative:
Batch review performed on 06 november 2018. Lot 179364: (B)(4) items manufactured and released on 08 may 2018. Expiration date: 2023-04-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mectacer biolox delta ceramic ball head 12/14 ø 36 size s - 4 reference 01.29.208 (k112115). Lot 179846: (B)(4) items manufactured and released on 22 may 2018. Expiration date: 2023-05-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain 2 months and half after the primary surgery. The surgeon determined that the patient was dislocating. The dislocation occurred at the head from liner. The surgeon revised the cup, liner and head.